Event description:
It was reported to philips that following the implementation of (B)(6), the x-ray computer intermittently failed to boot with the rest of the system and had to be manually turned on. The system was not in clinical use at the time of the reported event. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.